Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as multiple hardware. The fse noted the analyzer had not been serviced in over two years, and the maintenance was not adhered to by the customer. The fse replaced the lamp, detergent peristaltic pump tubing, waste pump, degasser, wash and ion-selective electrolyte syringes, adjusted torque settings and replaced bleach which resolved the issue. Patient information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of false high potassium (k) and carbon dioxide (co2) patient results on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide any patient data or demographics.